Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals removed, and the pump in poor physical condition. A review of the event history log identified motor rate error in the history. Functional testing was done using a flow test and the reported problem was duplicated. The root cause of the reported problem was worn and dirty coupling facets. As the pump was over 7 years old, this was considered normal wear. To resolve the problem, these parts were replaced. UDI number is unknown. No information has been provided to date.

Event description:
It was reported that the pump displayed motor rate error. No additional information available. No patient injury was reported.